Manufacturer narrative:
Title: submental intubation in cases of panfacial fractures: a retrospective study date published: february 10, 2016; accepted for publication september 21, 2016. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature, patients sustained pan facial fractures. Following induction of general anesthesia, patient had their trachea intubated orally by standard direct laryngoscopy with a 7.0- or 8.0-mm internal diameter reinforced (spiral embedded) tracheal tube. There were no perioperative complications. Postoperatively, only 1 patient (3.57%) experienced a cutaneous infection at the submental region on the seventh postoperative day, which was easily treated. Additionally, only 1 case (3.57%) of hypertrophic scar was reported.